Event description:
It was reported that during a procedure, error 17 occurred while grasping tissue. Before contacting support, the customer followed restart prompts and checked fiber connections, but the error reappeared upon power up. The technical support engineer (tse) guided the caller through gaining visualization of the instrument tip, pressing the emergency stop, and using an emergency wrench to release the tissue, allowing the instrument to be removed. It was recommended not to reuse the instrument, and the customer chose to continue using the system. Later, it was reported that error 307 occurred, with multiple errors in the logs pointing to master tool manipulator right (mtmr) on console 1. A hard power cycle and emergency power-off were performed, allowing the procedure to continue. The site was advised to shut down the system, disconnect console 1, and restart, which cleared the issue, allowing the procedure to resume. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and failed the back drive test when installed on a test fixture as well as the 1 hour sine cycle test. Multiple errors were identified throughout the testing on the mtm. Although the complaint is confirmed and linked to the device the specific issue could not be traced more specifically at this time. The unit is held for containment. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Although the probable root cause is linked to the mtm, the specific root cause is unable to be traced more specifically at this time.

Event description:
Refer to h11 for follow-up information.